Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited over-sensing of wide qrs complexes. No intervention was performed. The patient was stable.